Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test- no". The patient's past medical history included cesarean section (2) and galactorrhea. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2003, 11 days after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2004, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2005, the patient experienced weight increased ("weight gain"). On (B)(6) 2006, the patient experienced alopecia ("hair loss"). On (B)(6) 2007, the patient experienced migraine ("migraine") and headache ("headache"). On (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain upper ("stomach pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, migraine, headache and vaginal discharge outcome was unknown and the weight increased, alopecia and abdominal pain upper had resolved. The reporter considered abdominal pain upper, alopecia, genital haemorrhage, headache, migraine, pelvic pain, vaginal discharge and weight increased to be related to essure (ess205). The reporter commented: on (B)(6) 2018- previously insertion date of essure reported (B)(6)2008, in current follow up was updated to (B)(6) 2003. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received, reporters were added. Patient demographic details, essure indication was added. Essure implant date was updated to 27-mar-2003 from apr-2008. Events were added per pfs: abnormal bleeding (general), migraines / headaches, pain, vaginal discharge, weight gain, hair loss, stomach pain, did you undergo an essure confirmation test- no. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test- no". The patient's past medical history included cesarean section (2) and galactorrhea not associated with childbirth. On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2003, 11 days after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2004, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2005, the patient experienced weight increased ("weight gain"). On (B)(6) 2006, the patient experienced alopecia ("hair loss"). On (B)(6) 2007, the patient experienced migraine ("migraine") and headache ("headache"). On (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain upper ("stomach pain"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy and left side oopherectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, weight increased, alopecia and abdominal pain upper had resolved and the genital haemorrhage, migraine, headache and vaginal discharge outcome was unknown. The reporter considered abdominal pain upper, alopecia, genital haemorrhage, headache, migraine, pelvic pain, vaginal discharge and weight increased to be related to essure (ess205). The reporter commented: on (B)(6) 2018- previously insertion date of essure reported (B)(6) 2008, in current follow up was updated to (B)(6) 2003. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 56.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 25-oct-2018: pfs received, patient demographic added, outcome updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery ( to remove the essure implant). Essure was removed in 2009. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: patient had need for additional surgery incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.